Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 11 syringes of juvéderm voluma® xc and juvéderm® volux¿ xc the hcp saw the patient and noted an abscess in the left gonial angle. The patient was treated with keflex 500 bid stat; patient noticed some improvement however still tender to touch. The hcp increased the diagnosis for keflex tid and added bactrin ds 1 tab bid. The patient will return for ind to send out for culture. This is the same event and the same patient reported under (B)(6) (emdr-64246). This MDR is being submitted for unk juvederm voluma xc/lido.